Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous posterior tibial artery. A 3.50mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 6atm. However, at third inflation, it was noted that the balloon ruptured. The balloon was removed without problem from the patient's body with the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per spcb flextome specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the hypotube of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No issues were noted with the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous posterior tibial artery. A 3.50mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 6atm. However, at third inflation, it was noted that the balloon ruptured. The balloon was removed without problem from the patient's body with the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.